Manufacturer narrative:
Pump received with detached end cap noted. Unable to perform displacement test due to detached end cap.

Event description:
Customer called in to report damage to the pump. He stated he glued the back of the pump but it came undone. Customer blood glucose was 122 mg/dl. Product is expected to return.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.